Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found ins battery eos or eri longevity not met, cause unknown. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) or elective replacement indicator (eri). A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A computer longevity estimate was completed based on the information obtained from the returned printout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) was empty after two years/short life although he only ran with a strength of 1.1. No factors noted to have contributed to the event. An impedance check all impedances within normal range. The ins was explanted and replaced. It was noted that th e issue was not resolved at the time of the report.